Manufacturer narrative:
This file was reviewed and the clinical analyst stated the following: ¿this is a (B)(6) male patient who was schedule to have cataract extraction with intraocular lens implant (iol) in the right eye (od). The customer confirmed that in the middle of surgery, the system displayed a system message (which stopped the system), and indicated an issue with the foot pedal. After turning off completely and restarting the system with new equipment, the same events reoccurred. There were 10 surgeries which were cancelled that day. The surgeon has determined that this issue has contributed to the reported events. The patient was transferred by ambulance to another hospital, where the case was completed. The lens was removed; however, no lens implant was placed. A suture was placed to seal the wound. A questionnaire was provided as well. The questionnaire form was translated and reviewed. Sterilization report: autoclave: (wrapped) at 138 degrees for 18 minutes was used. Intra-operative report: the incision was made at 120 degrees with a 2.2 mm incision in the right eye (od). Room temperature balanced salt solution (bss) was used. Viscoelastic was used with a tip, phaco handpiece, phaco pak with the bevel up. The longitude was listed as 0% and the torsional: 65%. The amplitude threshold: 65 iop (intraocular pressure). Aspiration: 27 and vacuum: 380 mmhg (millimeters of mercury) were also listed. This was not a two handed technique. The device was not reused or reprocessed. Parameter review: bottle height was listed at 88cm (34.64 conversion inches). The handpiece and cassette were switched out (the staff considered them 3rd party items, according to the questionnaire). No existing parameters were changed and the system was stored in a climate controlled area. The system and footswitch were both examined. The company representative did not mention replicating the issue. However, the footswitch was replaced to resolve the reported ¿system message¿ (sm). The equipment was tested and found to meet product specifications. The associated system was manufactured on april 30, 2014. The footswitch was confirmed to be nonconforming. However, how or when it became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message related to the footswitch was displayed at the end of the quadrant removal stage during a cataract surgery. The staff was not able to clear the message. The system was restarted, and the handpiece and cassette were exchanged but the same event occurred. The staff could not be clear the message through phone consultation. The patient's eye was sutured and the patient was transferred to another facility where the surgery was completed successfully.